Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the pulse generator exhibited noise reversions. The patient was pacemaker dependent. The device was reprogrammed. No further noise was observed.